Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother-in-law reported via phone call that the customer was hospitalized. The customer's blood glucose was unknown at the time of incident. The customer's mother-in-law stated that the customer was off the insulin pump during hospitalization. The insulin pump will not be returned for analysis.